Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation. Three pictures were received for evaluation of catalog number 003-40f (aquapak 340 sw, 340 ml w/040 adaptor, fren). While performing the visual inspection test on the received pictures, an inclination has been appreciated on the assembly of the bottle connected to the flowmeter with the adaptor; apparently the nut p/n 12228 is separated from the adaptor p/n mp-0489. Device history record reviewed showed that there were no functional issues related to the molded component involved in this complaint 12228 (adaptor, snap-on flowmeter, (B)(4)) batch # 2-0615742, 3-0615741, 5-0515742, 5-0615741, 6-0615741 & 6-0615742 of the material. No sample available from the customer to investigate. Regarding this issue current inventory was verified, connecting a component from p/n 12228 (nut) to p/n mp-0489 (adaptor) which is connected to a bottle trying to simulate the application and no issues were found. Teleflex will continue to monitor feedback from the customers on this related issue. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the screw thread of the adaptor does not hold and when the patient moves the oxygen leaks.